Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that although the pacemaker was implanted, it still feels like the heart is skipping beats every once in a while. The device was reprogrammed and medications were changed. The device remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.